Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm that the insulin pump delivers insulin by itself. The device had broken belt clip slot, cracked battery tube threads, scratched lcd window case and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and insulin was delivering by itself during priming. The blood glucose reading was 235mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.